Manufacturer narrative:
(B)(4). Customer returned a single guide wire and 3-l catheter for evaluation. The guide wire was observed to have multiple kinks throughout the body. Both the proximal and distal welds were full and spherical. Visual examination revealed no obvious defects or anomalies were observed on the returned catheter. Microscopic examination of the catheter did not reveal any defects or anomalies. The kinks in the guide wire body were measured at 8mm, 11mm, 21mm, 118mm, 132mm, 371mm from the distal end. The overall length and outer diameter of the guide wire, and the overall length and outer diameter of the catheter were measured and all were found to be within specification. The guide wire was advanced through the returned catheter to functionally test the guide wire. The undamaged portions of the guide wire passed through the catheter without significant resistance. All three lumens were flushed with water to functionally test the catheter. All lines functioned normally. A device history record was performed with no relevant findings. The IFU provided with this kit warns the user "do not withdraw guidewire against needle bevel to reduce the risk of possible severing or damaging of guidewire. Do not apply excessive force in removing guidewire. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample and the customer provided photos. The guide wire was kinked multiple times throughout the guide wire body. The returned guide wire and catheter met all relevant dimensional requirements. A device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that when inserting the catheter, it became evident that the guide loses flexibility. Additional information received in which the customer indicates the guide was not stiff enough and the guide kinked. A new device was used.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when inserting the catheter, it became evident that the guide loses flexibility. Additional information received in which the customer indicates the guide was not stiff enough and the guide kinked. A new device was used.